Event description:
A pt underwent a c-section procedure and the insorb 2030 skin stapler was used to close the skin incision. The pt experienced a 7.6 cm wound separation at 1 day post operative which was closed in the o.r. With suture and metal staples under a general anesthetic.

Manufacturer narrative:
Device not returned to manufacturer.